Event description:
Additional information received from the initial reporter confirmed the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, phenomenon 1 "error code e315" and phenomenon 2 "no image" were likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event occurred. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the laparo-thoraco videoscope displays error code e315 (non-compatible endoscope) appears when connecting. Even after replacing the main unit, the same symptoms persisted, and even the connector alcohol section did not recover. The event occurred during procedure and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported issue was reproducible. Other evaluation findings includes: the adhesive on the bending section cover has a chip; the video connector is deformed; the video connector case has a crack; the light guide cover glass has a scratch; the label on the light guide connector is peeled; due to damage on charged coupled device unit, the image is not displayed; due to a pinhole on bending section cover, water tightness is lost; due to wear of angle wire, the bending angle in the up direction does not meet the standard value; due to damage on the forceps elevator lever, the bending section cannot be fixed firmly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.